Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic right inguinal hernia repair when the surgeon was placing the mesh, both of the device did not grasp properly, and jaw of the device broke. A third device was opened to complete the case. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of two photos of one device. Evaluation of returned photos noted: clevis of the device was broken on both sides the device. No other abnormalities were observable. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.